Event description:
Right head siderail not engaging.

Manufacturer narrative:
A hill-rom technician determined that the right head siderail was not engaging, due to the spring inside the latch mechanism was sticking. The technician readjusted the spring so that it moved freely. Siderail latch worked correctly after the adjustment.